Manufacturer narrative:
The investigation determined that a discordant reactive vitros anti- sars-cov-2 igg result was obtained from a single patient sample processed using vitros cov2igg reagent lot 0165 on a vitros 3600 immunodiagnostic system. The vitros cov2igg result was higher than expected when compared to vitros cov2tot results from the same patient sample. A definitive assignable cause for the discordant reactive vitros cov2igg result could not be determined. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results were within the correct IFU interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0165. Additionally, an instrument issue is an unlikely contributor to the event as there was no indication of any instrument malfunction. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report a discordant, reactive vitros anti- sars-cov-2 igg (cov2igg) result obtained from a single patient sample when tested on a vitros 3600 immunodiagnostic system. The vitros cov2igg result was discordant when compared to non-reactive results from vitros anti- sars-cov-2 total (cov2tot) testing. Patient 1, vitros cov2igg result of 1.71 s/c (reactive) versus the expected result of non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg result was not reported from the laboratory to a physician and was not used to aid in diagnosis of sars-cov-2 infection. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).